Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 89% stenosed, 45mm x 2.9mm, eccentric, de novo target lesion with a bend of less than or equal to 45 degrees was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 2.0/15 emerge balloon catheter, a 3.00 x 48 synergy stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal part of the stent was deformed. The procedure was completed with a 3.0/38 synergy stent. No patient complications were reported and the patient's status was stable.